Event description:
It was reported that the surface ECG is not working, and the programmer spontaneously powers itself off. The rf head was returned to the manufacturer, analyzed, and tested out of specification. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4): analysis confirmed that the programmer was turning itself off. Analysis was unable to confirm the ECG allegation; however, and the stylus pen tip was loose. (B)(4) - the rf head was out of specification.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Further review prompted a change in the device analysis results. The change is reflected in this report under results conclusion. Evaluation summary (B)(4): analysis confirmed that the programmer was turning itself off. Analysis was unable to confirm the ECG allegation. It was also noted that the stylus pen tip was loose.(B)(4) - the rf head cable was out of specification.